Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint defective. Visual inspection of the large hem-o-lok applier instrument found no physical damage to the grips or any cables on the distal end. The housing was removed form the back end, no damage was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, when the grip-clip test was performed, the instrument failed. The instrument could not properly hold the clip.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the customer stated that the large hem-o-lok clip applier instrument was noted to be defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the instrument did not operate as smoothly as expected by the customer. No further information has been received from the customer.